Event description:
It was reported the customer received a blank display. Customer also reported their battery would go from full to nothing. Troubleshooting also found the customer had cracks leading to their display screen and around their insulin pump. The customer also reported a low battery alert on their insulin pump. There was also no damage to the customer's battery compartment. Customer's blood glucose was 190 mg/dl at the time of the event. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery tube and battery cap contact. The currents could not be tested due to the blank display. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, broken reservoir tube lip and cracked battery tube threads.